Event description:
It was reported that the patient presented in clinic for follow up after being unable to pair rf merlin @ home. Upon interrogation only wand telemetry was working. No recent interrogations or hospital procedures were noted. Device download was performed. Rf telemetry was still unavailable. Patient will continue to be monitored using inductive telemetry.